Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system inhibited pacing intermittently. The physician could recreate diaphragmatic oversensing when the patient would move their legs.